Event description:
During the procedure, the extended portion of the cutting element had become distorted. Normal retraction did not free the cutting element. Withdrawing the device resulted in a portion of the device tip remaining within the bony confines of the si joint. Attempts to retrieve the fragments were unsuccessful and the fragment was left in the pt. As an unintended portion of the device remains in the pt an MDR is filed to document the malfunction.

Manufacturer narrative:
Lot history review showed no discrepancies.